Event description:
Per pt, cadd legacy pump sn (B)(4) gives a 'clamp disconnected' error often when he switches cassettes. Usually he turns the pump off and turns it back on, and then it works fine, but lately it still brings up the error so he hasn't been using it. He has been using his backup pump without issues. No harm to pt. Pt will return broken pump to us and we are sending him a replacement pump for tomorrow. No further info available. Reported to (B)(6) by pt/caregiver.